Event description:
It was reported that a minimum fill notification occurred with multiple cartridges during the load sequence. Reportedly, the customer was using cold insulin and not completing the air removal step correctly. Tandem technical support educated customer regarding the use of room temperature insulin and the correct air removal step. Customer¿s blood glucose level ranged from 300-399 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.